Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "2 hr small" protocol comprising 127 cassettes, which started in retort a at 22:53pm on (B)(6) 2021 and completed at 00:54am on (B)(6) 2021. No error code(s) was recorded during execution of this protocol. The "2 hr small" protocol, which is of 2 hours and 3 minutes duration, has been validated for use by the laboratory. There was no evidence of any use error(s) when replacing any reagent(s) used in the "2 hr small" protocol started in retort a at 22:53pm on (B)(6) 2021; and no reagent bottle(s) was locked by the density meters. The discrepancy between the measured and calculated ethanol concentration in bottles (B)(6) (85% ethanol) did not either cause or contribute to the sub-optimal tissue processing reported, because the reagent in bottles (B)(6) (85% ethanol) were used for the first and second dehydration steps respectively of the "2 hr small" protocol started in retort a at 22:53pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Bottle (B)(6) (85% ethanol) was not used for this protocol. Investigation of this complaint found that the instrument functioned as designed during execution of the "2 hr small" protocol started in retort a at 22:53pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Information documented by the fss details that tissue cassettes placed into specific baskets at grossing based on size had been removed from one tissue basket and placed into another by a member of the laboratory staff, which is not in accordance with the laboratory procedures; and the sub-optimal tissue processing reported by the complainant was derived from the "2 hr small" protocol in which the tissue type and size of the affected samples were detailed as "skin" and "biopsy and possibly mix up of large tissue" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Although the specific diameter/maximum thickness of the tissue samples exhibiting sub-optimal processing was not specified, the information provided by the complainant in association with the manufacturer recommendations detailed above indicate that the "2 hr small" protocol with a duration of approximately 2 hours is not appropriate for "skin" and "biopsy and possibly mix up of larger tissue" respectively, which the complainant reported as "over and under processed tissue". The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number (B)(4) and the following information was documented: "customer reported tissue artifact, over and under processed tissue on same run." On 25 february 2021, the assigned leica applications specialist- core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "customer changed bottles prior to my on-site visit. Bottle (B)(6) appears clear, (B)(6) dark and cloudy, (B)(6) clear, (B)(6) cloudy, (B)(6) clear. Bottle (B)(6) checked twice. Retorts appear clean. Wax (B)(6) look like a possible contamination. No event errors." The fss also documented the following recommendations: "recommended replacing bottle (B)(6) prior to next run as well as wax chambers. Cleaning cycles were changed back to 10 cycles after discussing lesser thresholds previously. I spoke with the lab director, (B)(6), and she said a newer lab assistant is not working out and will be resigning in the near future. Grossing techs have seen him remove cassettes from one tissue basket and place in another. The grossing techs submit tissue cassettes into baskets based on size and he should not be moving them. This seems to be consistent with this run of over and under processed tissue. Training will be performed when new lab assistant is hired. Log review shows multiple bottle pulls during run and quick changes of bottles (B)(6)." The fss measured the ethanol concentration in bottles (B)(6) inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottles (B)(6) in which the measured ethanol concentration was 70%, 41%, and 65% respectively and the calculated concentration was 74%, 53%, and 72% respectively. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "small, 2 hr" protocol executed in retort a comprising 127 cassettes, which started at 10:53pm on (B)(6) 2021 and completed at 12:54am on (B)(6) 2021. The tissue type and size of the affected samples were detailed as "skin" and "biopsy and possibly mix up of larger tissue" respectively. On 25 february 2021, the assigned leica applications specialist- core histology received information that all cases involved in this event were diagnosable.